Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient went to the hospital because of not being able to walk four days after the scs system implant procedure. Reportedly, nothing unusual occurred during the procedure. However, the patient was found to have developed a blood clot under the lead. The patient had emergency surgery and the scs system was explanted.